Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: v223165, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had their neurostimulator replaced for normal battery depletion. They said the wire was also replaced as it was broken. During the call the patient did not mention that they had any issues prior to replacement surgery. No patient symptoms were reported. No further complications were reported or anticipated. Product performance or reliability no problem detected break device not returned no known impact or consequence to patient no findings available unanticipated surgical intervention inadequate therapy delivery to intended site other no clinical signs, symptoms or conditions serious adverse event, not life threatening\complete recovery and/or return to baseline broken or fractured or damaged.